Event description:
According to the reporter, during a right colon resection, when firing the first device, the staple lines were partially fired. The end of the colon was not stapled but cut. Then the surgeon used another stapler, after firing, the staples were found in the abdomen and had poor staple formation. The staples that disengaged to patient cavity were retrieved using a grasper. There was an unanticipated tissue loss and the surgeon sutured to reinforce over the staple line.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.